Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message when powered on. The programmer was cycle powered and the error cleared. Technical support (ts) stated that if the error starts to repeat, the programmer should be returned for service. The programmer remains in use. There was no patient involvement.